Event description:
The hcp reported that the pt was diagnosed with an inflammatory mass. The diagnosis was made by MRI. The pt was receiving morphine via the drug delivery system. Concentration and dosage are unk. No other info was provided with this report. A follow-up report will be sent if additional info becomes available.

Event description:
The hcp reported that the patient was experiencing left lower extremity weakness. A mass was diagnosed by MRI approximately in 01/2006. The mass was removed or surgically explored about five days later. From 8/2005 to 12/2005, the pt had been receiving intrathecal morphine sulfate 50mg/ml in varying dosages from 14-25 mg/day. For about five weeks, the patient was receiving dilaudid 50 mg/ml at a rate of 10 mg/day. The drug was ordered through a compunding pharmacy.